Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphylaxis") in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, allergic rhinitis, adhesions nos postoperative, asthma, urticaria, allergic rhinitis and postpartum depression. Concomitant products included buspirone since 2015, cetirizine hydrochloride, cetirizine hydrochloride since 2015, fluticasone propionate (flonase allergy relief) since 2015 to (B)(6) 2017, hydrochlorothiazide;spironolactone (aldactone 50 hct) since (B)(6) 2018, hydroxyzine since 2015 to (B)(6) 2017, lamotrigine (lamictal) and montelukast sodium (singulair) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergy to gold, copper and nickel,/ nickel allergy"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced anaphylactic reaction (seriousness criterion medically significant), dermatitis allergic ("rashes or skin condition type:rashes over my entire body"), migraine ("migraines") and headache ("headaches,"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety") and suicidal ideation ("anxiety with onset of suicidal thoughts/attempts,"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain,"). In (B)(6) 2017, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge,"), abdominal pain lower ("lower left pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with steroids and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dyspareunia, alopecia, abdominal pain lower and vulvovaginal pain had resolved, the anaphylactic reaction, vaginal haemorrhage, menorrhagia, allergy to metals, depression, anxiety, dermatitis allergic, headache, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the suicidal ideation was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaphylactic reaction, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Approximate weight at the time of essure placement 125 lbs insertion details, specify- the patient was positioned, prepped and drapped in the regular sterile fashion. A generalized view of the endometrial cavity revealed normal cavity, both ostia were visualized. Next the essure tubal occlusion device was advanced through the operating channel and was reached up to the ostia when it was deployed using the standard procedure with about 1 cm of the coils of 1he visualized in the cavity. The procedure was repeated on the left side. The hysteroscope was removed from the uterine cavity. A small laceration was observed from tentaculum puncture sites which was controlled with suture diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2017: surgical pathology: specimen(s) received uterus, cervix, and bilateral fallopian tubes final microscopic diagnosis uterus: endometrium: secretory endometrium myometrium: no significant pathology cervix: focal severe squamous dysplasia, surgical margins are free of dysplasia right and left fallopian tubes paratubal beningn cysts clinical history name of procedure. Robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, essure removal pre-operative diagnosis/ post-operative diagnosis allergic reaction to essure implant pelvic pain gross description: the glistening pink cervix has a central elliptical cervical os, and scattered blotchy hemorrhage. The endometrial cavity is lined by pink tissue measuring 0.2 cm in average thickness. Both fallopian lubes contain wire, consistent with essure devices the left fimbriated fallopian tube is 6.2 cm in length with several paratubal cysts ranging up 1.4 cm the right fimbriated fallopian tube is 6.5 cm in length, with a 0.7 cm paratubal cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: plaintiff fact sheet received. Event allergic or hypersensitivity reaction type: anaphylaxis was added. Event onset date was updated. Concomitant drugs were added. Patient's aka name was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: c40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, allergic rhinitis, adhesions nos postoperative, asthma, urticaria, allergic rhinitis and postpartum depression. Concomitant products included buspirone since 2015, cetirizine hydrochloride since 2015, fluticasone propionate (flonase allergy relief) since 2015 to july 2017, hydrochlorothiazide; spironolactone (aldactone 50 hct) since april 2018, hydroxyzine since 2015 to july 2017, lamotrigine (lamictal) and montelukast sodium (singulair) since 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergy to gold, copper and nickel,/ nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), suicidal ideation ("anxiety with onset of suicidal thoughts/attempts,"), dermatitis allergic ("rashes or skin condition type:rashes over my entire body"), migraine ("migraines") and headache ("headaches,"). In june 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In january 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced tooth disorder ("dental problems"). In january 2017, the patient was found to have weight increased ("weight gain,"). In may 2017, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge,"), abdominal pain lower ("lower left pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, dyspareunia, alopecia, abdominal pain lower and vulvovaginal pain had resolved, the vaginal haemorrhage, menorrhagia, allergy to metals, depression, anxiety, dermatitis allergic, headache, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown and the suicidal ideation was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Approximate weight at the time of essure placement 125 lbs. Insertion details, specify: the patient was positioned, prepped and drapped in the regular sterile fashion. A generalized view of the endometrial cavity revealed normal cavity, both ostia were visualized. Next the essure tubal occlusion device was advanced through the operating channel and was reached up to the ostia when it was deployed using the standard procedure with about 1 cm of the coils of the visualized in the cavity. The procedure was repeated on the left side. The hysteroscope was removed from the uterine cavity. A small laceration was observed from tentaculum puncture sites which was controlled with suture diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Pathology test: on (B)(6) 2017: surgical pathology: specimen(s) received uterus, cervix, and bilateral fallopian tubes final microscopic diagnosis. Uterus: endometrium: secretory endometrium. Myometrium: no significant pathology. Cervix: focal severe squamous dysplasia, surgical margins are free of dysplasia right and left fallopian tubes paratubal beningn cysts. Clinical history: name of procedure. Robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, essure removal pre-operative diagnosis/ post-operative diagnosis. Allergic reaction to essure implant pelvic pain gross description: the glistening pink cervix has a central elliptical cervical os, and scattered blotchy hemorrhage. The endometrial cavity is lined by pink tissue measuring 0.2 cm in average thickness. Both fallopian lubes contain wire, consistent with essure devices the left fimbriated fallopian tube is 6.2 cm in length with several paratubal cysts ranging up 1.4 cm the right fimbriated fallopian tube is 6.5 cm in length, with a 0.7 cm paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of product technical complaints. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), anaphylactic reaction ('allergic or hypersensitivity reaction type: anaphylaxis'), suicidal ideation ('anxiety with onset of suicidal thoughts/attempts,') and genital haemorrhage ('uncontrollable bleeding') in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, allergic rhinitis, adhesions nos postoperative, asthma, urticaria, allergic rhinitis and postpartum depression. Concomitant products included buspirone since 2015, cetirizine hydrochloride (zyrtec), cetirizine hydrochloride since 2015, fluticasone propionate (flonase allergy relief) since 2015 to (B)(6) 2017, hydrochlorothiazide;spironolactone (aldactone 50 hct) since (B)(6) 2018, hydroxyzine since 2015 to (B)(6) 2017, lamotrigine (lamictal) and montelukast sodium (singulair) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergy to gold, copper and nickel,/ nickel allergy"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient experienced anaphylactic reaction (seriousness criterion medically significant), dermatitis allergic ("rashes or skin condition type:rashes over my entire body"), migraine ("migraines") and headache ("headaches,"). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue / so tired"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower left pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge,"), vulvovaginal pain ("vaginal pain"), urticaria ("hives"), dyspnoea ("difficulty breathing"), amenorrhoea ("no period"), skin irritation ("skin irritation"), swelling ("body swelling"), procedural pain ("sore as heck after surgery") and malaise ("constantly being sick"). The patient was treated with steroids and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, migraine, alopecia and vulvovaginal pain had resolved, the anaphylactic reaction, genital haemorrhage, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, vaginal discharge, depression, anxiety, dermatitis allergic, headache, tooth disorder, fatigue, weight increased, urticaria, dyspnoea, amenorrhoea, skin irritation, swelling, procedural pain and malaise outcome was unknown and the suicidal ideation was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, amenorrhoea, anaphylactic reaction, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, pelvic pain, procedural pain, skin irritation, suicidal ideation, swelling, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details, specify- the essure tubal occlusion device was advanced through the operating channel and was reached up to the ostia when it was deployed using the standard procedure with about 1 cm of the coils of 1he visualized in the cavity. The procedure was repeated on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2017: focal severe squamous dysplasia, surgical margins are free of dysplasia right and left fallopian tubes paratubal beningn cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New events added- procedural pain and malaise. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), anaphylactic reaction ('allergic or hypersensitivity reaction type: anaphylaxis'), suicidal ideation ('anxiety with onset of suicidal thoughts/attempts,') and genital haemorrhage ('uncontrollable bleeding') in an adult female patient who had essure (batch no. C40242) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, allergic rhinitis, adhesions nos postoperative, asthma, urticaria, allergic rhinitis and postpartum depression. Concomitant products included buspirone since 2015, cetirizine hydrochloride (zyrtec), cetirizine hydrochloride since 2015, fluticasone propionate (flonase allergy relief) since 2015 to (B)(6)2017, hydrochlorothiazide;spironolactone (aldactone 50 hct) since (B)(6)2018, hydroxyzine since 2015 to (B)(6)2017, lamotrigine (lamictal) and montelukast sodium (singulair) since 2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: allergy to gold, copper and nickel,/ nickel allergy"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6)2015, the patient experienced anaphylactic reaction (seriousness criterion medically significant), dermatitis allergic ("rashes or skin condition type:rashes over my entire body"), migraine ("migraines") and headache ("headaches,"). In (B)(6)2015, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). In (B)(6)2016, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6)2016, the patient experienced fatigue ("fatigue / so tired"). In (B)(6)2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower left pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge,"), vulvovaginal pain ("vaginal pain"), urticaria ("hives"), dyspnoea ("difficulty breathing"), amenorrhoea ("no period"), skin irritation ("skin irritation") and swelling ("body swelling"). The patient was treated with steroids and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),lysis of adhesions). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, migraine, alopecia and vulvovaginal pain had resolved, the anaphylactic reaction, genital haemorrhage, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, vaginal discharge, depression, anxiety, dermatitis allergic, headache, tooth disorder, fatigue, weight increased, urticaria, dyspnoea, amenorrhoea, skin irritation and swelling outcome was unknown and the suicidal ideation was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, amenorrhoea, anaphylactic reaction, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, skin irritation, suicidal ideation, swelling, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Approximate weight at the time of essure placement 125 lbs. Insertion details, specify- the patient was positioned, prepped and draped in the regular sterile fashion. A generalized view of the endometrial cavity revealed normal cavity, both ostia were visualized. Next the essure tubal occlusion device was advanced through the operating channel and was reached up to the ostia when it was deployed using the standard procedure with about 1 cm of the coils of the visualized in the cavity. The procedure was repeated on the left side. The hysteroscope was removed from the uterine cavity. A small laceration was observed from tentaculum puncture sites which was controlled with suture. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Pathology test - on (B)(6)2017: surgical pathology: specimen(s) received - uterus, cervix, and bilateral fallopian tubes final microscopic diagnosis uterus: endometrium: secretory endometrium. Myometrium: no significant pathology. Cervix: focal severe squamous dysplasia, surgical margins are free of dysplasia right and left fallopian tubes paratubal beningn cysts clinical history name of procedure. Robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, essure removal pre-operative diagnosis/ post-operative diagnosis allergic reaction to essure implant pelvic pain gross description: the glistening pink cervix has a central elliptical cervical os, and scattered blotchy hemorrhage. The endometrial cavity is lined by pink tissue measuring 0.2 cm in average thickness. Both fallopian lubes contain wire, consistent with essure devices the left fimbriated fallopian tube is 6.2 cm in length with several paratubal cysts ranging up 1.4 cm the right fimbriated fallopian tube is 6.5 cm in length, with a 0.7 cm paratubal cyst.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and social media received. Events added: genital bleeding, hives, body swelling, skin irritation, difficulty breathing and no period. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.